Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4 batch #: x9506c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. No electrode detached was noted. The instrument was tested for continuity and was found to be conforming. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch x9506c, and no non-conformances were identified.

Event description:
It was reported that during the unknown procedure, the device was left on the scrub table when not in use and the electrode had suddenly sprung out from the grip and landed on the ot floor. The grip remained on the scrub table. Circulating nurse in case confirmed that no one was touching the probe plus when this happened.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. B3: event year only reported: 2023. D4 batch #: unknown. Additional information was requested and the following was obtained: 1. Source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? Obtained from circulatin nurse on 12 june 2023 2. Is the electrode pad completely missing from the grip or just partially? I don¿t understand your question, the electrode grip and electrode tip had separated (i.e. Grip sprung out from grip) without contact. There is no electrode pad involved in this pc 3. Did the patient experience any adverse consequences due to this issue? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.